Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.